Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button cover was missing and the response button corroded. The cause of the inability to activate the device is the oxidized response button. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, it was found that the monitor's rear response button was not responsive.